Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing was leaking at the site on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. It was also reported that the patient first went to emergency room (ER) and subsequently hospitalized on (B)(6) 2025 and received treatment of intravenous (IV) and fluids of saline and insulin. The patient also had moderate ketones and infusion set was in use for less than one day and patient was released from emergency room hospital on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) with malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). The batch 6006757 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). Complaint investigation test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006757 was manufactured according to the wi version 113, manufactured in the machine l7, on 29/apr/2024 with a total of (B)(4) units. Trending: a query was run in database on 20/jun/2025 against malfunction code evaluated leakage from infusion site (specific cause not identified) not confirmed to be infusion set related and lot 6006757 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.